Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: b3, b5, d8, g3, h2, h3, h4, h6 and h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air water channel. Dermacoccus sp:1 detected. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Staphylococcus hominis: 2 detected. Sampling date: (B)(6) 2025. Sampling from: operator channel, paenibacillus illinoisensis:3 detected. Sampling date: (B)(6) 2025. Sampling from: suction channel. Bacillus subtilis /staphylococcus epidermidis:11 detected. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope after the procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.